Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-04, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient knew what the non-critical low reservoir alarm sounded like because they have heard it in the past when they missed a refill appointment. Dates of the alarm was requested, but the patient could not remember. No additional information was provided.